Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a piece of a monopolar cautery instrument tip broke off where the cautery hook tip was attached. The broken piece and the cautery hook instrument were retrieved from the patient. The procedure was completed.